Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, the station was stuck on blue screen. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on login creen, asked for user password and domain. A field service engineer gave the user and password details to the customer to login and the customer was able to login without any issue, the station was back up and running properly. The system functioned as intended after the field service engineer assisted the customer.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, the station was stuck on blue screen. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.